Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a sore place under left te pad that is red, flat, and with broken skin. There was no alleged device malfunction contributing to the wound. The patient¿s nurse placed a proximel pad over the area. Follow up indicated that the wound improved.